Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons were not working. The customer¿s blood glucose was 230 mg/dl at the time of incident. The customer also stated that the time was advancing. No harm requiring medical intervention was reported. The customer was advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at act and up arrow button due to unlocked connector on lcd board noted.